Event description:
It was reported that the patient's right atrial (ra) lead had an unspecified issue that led to the lead being deactivated. A lead revision was attempted but failed for unknown reasons. The lead was ultimately explanted and replaced. The patient status was noted a stable.